Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported via social media that they have been diabetic for 25 years and have been on daily injections for almost every day of those 25 years. The reporter stated when they switched to the omnipod it had a delivery problem and was not giving the correct insulin dosage. This was the only use of the product which resulted in having to go to the emergency room. There were no further details provided related to the reported event.